Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. Reportedly, the insulin gauge decreased from over 120 units to a value of over 60 units of insulin. There was no reported impact to the customer's blood glucose level.